Event description:
It was reported that the foley catheter was removed naturally a few hours after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed naturally a few hours after placement.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjt1815. Visual inspection noted the inflation cap/arm were broken off. Unable to test due to inflation cap/arm were broken off. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Valve type: use luer slip syringe. Do not use needle. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.